Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician attempted to place a taxus express2 2.75x28mm drug eluting stent to the proximal circumflex (cx) artery, which was located at a slight bend, but the stent would not deploy. The region was wired with a bmw wire and pre-dilated using a non bsc 2.0x20mm balloon. "In the process of attempting to deploy the stent, wire position was lost." The physician was unable to rewire the cx and "it became evident there was a cath dissection in the region of the acute bend in the circumflex associated with loss of flow into the distal circumflex." At this point, the pt experienced chest pain associated with st elevation. After several attempts to recross the lesion, the physician decided to place an intraaortic balloon pump (iabp). The pt was then transferred to the operating room for emergency coronary artery bypass grafting (CABG). The pt was still having chest discomfort at this time. Add'l info regarding pt status post CABG has been requested.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.